Event description:
It was reported that the lead had dislodged due to twiddlers syndrome. The physician attempted to reposition the lead and discovered that there was "a lot of tissue on the helix". The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.